Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
Biomed reported a new primary IV bag was hung on (B)(6) 2013 at 1330 with no IV set leaking noticed at that time. The nurse noticed the primary infusion set leaking on (B)(6) 2013 at 1540. The leaking was from the potassium chloride primary infusion and not the pca hydro morphone infusion set. The pca infusion was connected to the primary infusion. There was no patient harm or medical intervention. No further patient or event information was provided.